Event description:
Power failure occurred and sterilization device did [not] reprogram itself as it should have resulting in the two loads following the power failure [not getting] sterilized at the proper temperature. All items were able to be recalled except for two basins and arthrobasket. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.